Event description:
It was reported that the patient experienced an issue where the infusion set tubing got pulled out sometimes and the patient noticed bumps at the infusion site on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.